Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres as per mustang specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the device failed to inflate. The target lesion was located in the superficial femoral artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Saline was injected into the balloon using indeflator; however, the balloon did not fully expand. It was noted that the center of the balloon was collapsed like a dogbone. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good. However, returned device analysis revealed a balloon pinhole.